Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Three weeks post implant it was reported that the right ventricular (rv) lead was t-wave oversensing post vs (ventricular sense). It was noted that during the episodes the t-waves appeared to be larger than the patient¿s actual r-waves. The rv lead was believed to have micro dislodged leading to small r-waves and large t-wave oversensing. At the rv lead revision procedure the physician attempted to reposition the rv lead but the helix would not extend completely. The physician then opted to remove the rv lead and implant a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The guide tooth of the lead was extrinsically damaged. If information is provided in the future, a supplemental report will be issued.